Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) year old white male patient had impella cp pump inserted for acute myocardial infarction (ami) with shock. When the repositioning sheath manipulated arterial bleeding was seen coming from the access site, two (2) units of blood products was given, manual pressure was held until a balloon was placed from the opposite side to tamponade the artery from the inside.